Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a critical pump error from the insulin pump. The customer's blood glucose reading was unknown. The customer saw a red x on display. The customer stated that the pump was not dropped. The customer will be sent a replacement pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test. No unexpected critical pump error open book image or stuck button alarm button error alarm noted. Device responded properly to button presses. Device failed leak test at cracked case at battery tube side. No damage noted on the keypad traces. Device also had minor scratched display window, scratched case, fading serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. The electronic assembly and motor had moisture damage.